Manufacturer narrative:
Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 7033446, model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The review of the devices history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a replacement procedure for an unknown reason and was doing well postoperatively.

Event description:
A report was received that the patient underwent a replacement procedure for an unknown reason and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason for replacement was due to pain at the ipg site.